Manufacturer narrative:
As part of normal complaint follow-up, a root cause investigation was performed at mako surgical. The suspect end effector parts were examined and found to be conforming to specifications. Based upon the remarks of the surgeon, the collect locking knob may have loosened from the effects of the atypical vibration experienced during this particular surgery. It is also possible that the collect locking knob was not secured at the start of the procedure. Either situation may lead to insufficient grasping of the cutting system and possible movement. Preventive action has been implemented in accordance with CAPA procedure to address this issue. Subsequent surgeries have been performed successfully since the implementation of the preventive actions. A case review with field personnel was conducted on june 29, 2007 where a detailed account of the surgery was reviewed. Discussions were also held with the surgeon involved in the event to further evaluate his account of the surgery. Both stated that the most likely root cause was vibration from cutting hard sclerotic bone resulted in the collet locking knob, which is used to secure the cutting system in the hgs end-effector, became loosened due to the vibration. Either situation could have resulted in loosening of the collet locking knob allowing the cutting system to move in the hgs end-effector. This movement resulted in a deeper cut than originally planned. A stop collar that attaches to the cutting system was designed as a 'physical stop' to prevent the cutting system assembly from moving axially forward within the hgs end-effector. This new component will act as a stop for the cutting system within the hgs end-effector, thus, preventing the cutting of bone deeper than planned. Several tests to evaluate the stop collar were performed which included for example evaluation in a cadaver setting with the surgeon involved in the event. Numerous aggressive attempts were made by the surgeon to try to loosen the cutting system within the end-effector while cutting with the hgs on the cadaver. The surgeon confirmed that the stop collar does in fact prevent the burr from moving toward the incision. Another test included measurement of the force required to displace the cutting system within the hgs end-effector using the clamped stop collar. Worst case was simulated by completely loosening the collet locking knob after the stop collar was tightened on the cutting system. Twenty lbs of force was applied to the cutting system (considered excessive during this procedure). Total displacement was measured as 0.024 - 0.034 mm with displacement returning to zero when the force was removed. Vibration durability of the stop collar was also assessed by cutting on a hard sawbone block. This test involved removing the collet locking knob from the hgs end-effector assembly to simulate worst case. A line was marked on the cutting system prior to the test to mark the stop collar's initial position. This line was used to indicate if the stop collar slips during cutting. Over thirty cutting passes (1 inch long) with the cutting system on the sawbone block were made. The stop collar's position relative to the initial line was reviewed, and the stop collar did not move which demonstrates that the stop collar is an effective deterrent to forward movement of the cutting system.

Event description:
In 2007, a surgeon was performing a unicondylar knee replacement with the haptic guidance system (hgs). After cutting a portion of the tibia, the surgeon observed that the cut was deeper than planned. Per procedure, the physician assistant (pa) verified the condition of the hgs and effector and cutting system interface. This re-examination revealed that the cutting system motor had moved forward in the locking mechanism so that the burr tip was now out of position. The pa also noticed that the collect locking knob had loosened thereby allowing the cutting system motor to shift position. The collect locking knob is tightened by the surgeon's staff after setting the proper position of the burr tip using a mako gauge. Prior to observing the overcut condition, the surgeon had remarked that the patient's bone was very hard and generated a lot of vibration through the end effector handle during cutting. The surgeon subsequently determined that the proper course of action was to convert to a standard total knee replacement (tkr). The tkr was completed successfully.